Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that light 1 in or 7 has separated from the suspension and fallen to the ground. The connection to the spring arm still present on the suspension and the lc bearing has broken and slid out of the proximal end of the cardanic. There was one employee and no patients in the room when this happened. No one was struck by the falling light. Prior to this event the light did not have control from the cfwp, but would turn on from the light head. There were no reported injuries or adverse consequences.

Event description:
It was reported that light 1 in or 7 has separated from the suspension and fallen to the ground. The connection to the spring arm still present on the suspension and the lc bearing has broken and slid out of the proximal end of the cardanic. There was one employee and no patients in the room when this happened. No one was struck by the falling light. Prior to this event the light did not have control from the cfwp, but would turn on from the light head. There were no reported injuries or adverse consequences.

Manufacturer narrative:
It was reported that light 1 in or 7 has separated from the suspension and fallen to the ground. It was reported that the connection to the spring arm was still present on the suspension and the lc bearing has broken and slid out of the proximal end of the cardanic. There was one employee and no patients in the room when this happened. No one was struck by the falling light. Prior to this event the light did not have control from the cfwp, but would turn on from the light head. There were no reported injuries or adverse consequences. Field service technician visited facility and found that the cardanic dog screw was worn and damaged the cardanic. Both needed to be replaced. A new spring arm and cardanic were replaced, keeping the same light head and put back into service (fully functional). The product was not returned for investigation. There have been no reported issues since the equipment was replaced and light head put back into service. Although the exact root cause of this issue is unknown, the most likely root cause would be related to improper preventative maintenance. As was reported, there was one employee and no patients in the room when this happened, and there was no patient involvement or adverse event reported. This failure mode has not exceeded any thresholds and will continue to be monitored. If any further information is received, a supplemental will be filed.